Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, an 18mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio delivery system. The device was sized using transesophageal echocardiogram (tee) and fluoroscopy at 16.4mm and 16mm. A 24mm amplatzer sizing balloon was inflated to stop the flow. The 18mm occluder was implanted. Transthoracic echocardiogram (tte) was performed during recovery, in which the septal occluder was not visible. Plain xray was then performed, which showed the occluder in the thoracic aorta. The patient was returned to the cath lab for retrieval. Ultrasound guidance was used for left cfa access. A 12f sheath was placed and the snare was introduced into the patient. The occluder was pulled down to the tip of the sheath and successfully pulled into the sheath with some difficulty; the occluder was removed from the patient. Tee was repeated, which showed that the patient's septal defect now measured 22mm. A new 22mm amplatzer septal occluder was successfully implanted using a new 9f amplatzer trevisio delivery system after "minnesota wiggle" was performed with no movement. Post-op CT confirmed the device was implanted in good position. The patient was reported to have been discharged in stable condition.

Manufacturer narrative:
An event of device migration of implant during recovery was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported device migration could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. From cine review: img 8273 shows xray view of occluder in thoracic aorta during retrieval procedure.

Event description:
N/a.